Manufacturer narrative:
(B)(4). The service engineer verified the malfunction and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb) and upgraded the backlight inverter pcb. The ventilator then passed all performed testing.

Event description:
It was reported that the ventilator's lower display was erratic. There is no patient involvement associated with this event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.